Manufacturer narrative:
There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation" and consumer failed to perform that instruction. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer's caregiver alleges the heating pad was used while consumer slept. The caregiver alleges the heating pad controller caught on fire causing injury to consumer's right leg and property damage to his bed.

Manufacturer narrative:
There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation" and consumer failed to perform that instruction. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Caregiver: (B)(6). Consumer: (B)(6).

Event description:
Consumer's caregiver alleges the heating pad was used while consumer slept. The caregiver alleges the heating pad controller caught on fire causing injury to consumer's right leg and property damage to his bed.